Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3, h6): no parts have been received by the manufacturer for evaluation. Codes b17, c20 & d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi7100095. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that during surgery, the initial scan was unusable due to a large ring artifact and some scatter. Site rebooted the system and was able to resolve the issue with the 2nd scan. Manufacturing representative (rep) did mentioned that the system might have been overdue on calibration, but the site was expected to perform calibration soon. This issue occurred intraoperatively and caused less than 1 hour surgical delay. There was no reported impact on patient outcome.